Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a patient follow up after a stroke, noise and oversensing was seen on the right atrial (ra) lead and right ventricular (rv) lead, as well as out of range pace impedance measurements on the ra lead and implantable cardioverter defibrillator (ICD). No inappropriate therapy was noted and the ra pace impedance measurements had been frequently fluctuating. The patient had an atrial fibrillation (af) rhythm with intermittent conduction. A review of the information by boston scientific technical services (ts) confirmed the reported observations and discussed possible root cause and troubleshooting. At this time, the system remains implanted with no further action taken. No adverse patient effects were reported.